Event description:
(B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hematoma may have been related to the manipulation of the introducer. Per the IFU, a hematoma is a known risk during the use of this device.

Event description:
Related manufacturer: 3005334138-2017-00182. Following a paroxysmal atrial fibrillation ablation procedure the patient developed an insertion site hematoma, requiring a prolonged hospitalization. The procedure was completed without issue but 24 hours post-procedure the patient developed abdominal pain located in the right iliac fossa. An ultrasound revealed a small hematoma in the right major psoas muscle. No intervention was required but the patient remained in the hospital an additional 72 hours for observation. There were no performance issues with any abbott device.